Manufacturer narrative:
Retainer ring = clear. After battery installation, the unit powered up with a blank display. Unable to perform the displacement and self tests due to the blank display. The unit was received with water inside the lcd window, and the boards were wet after they were taken out of the case. After visual inspection, there is severe corrosion inside the battery compartment and on both pcba1 and pcba2. In summary, blank display due to the severe corrosion on the boards. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted after visual inspection: cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had battery cap came off in water. No harm was required during medical intervention. The insulin pump will be returned for analysis.